Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller believes the atrial events are real events. It was noted that on stored electrogram episodes the atrial sensing (as) and atrial refractory events (ar) are real events and that most of the atrial blanking (ab) events are far field r-wave (ffrw), with some of the ab events being real events. The right atrial (ra) lead exhibited consistently large p waves. The ra lead remains in use. No patient complications have been reported as a result of this event.